Manufacturer narrative:
The marksman catheter and pushwire were returned for evaluation without the pipeline as it was implanted in the patient; therefore, the evaluation could not determine the cause of the event. Reference (B)(4) follow-up 1.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured aneurysm measuring approximately 10mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 20mm) embolization treatment. During the procedure, it was reported there was a stenosis at the distal end of the pipeline that required balloon angioplasty (an option presented in the instructions for use) to dilate the device. The proximal end of the pipeline required manipulation with the marksman catheter tip in order to open. The patient was discharged from the hospital and was well. No patient injury was reported as a result of the procedure.